Event description:
It was reported that the patient was having difficulty charging the ipg and the charge do not last long. The patient underwent an ipg replacement procedure and patient was doing well post-operatively. The explanted device will not be returned as it was discarded by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.